Event description:
It was reported that an ilet user experienced fluctuating overnight glucose with a downward trend after dinner; the user treated with multiple items including two cookies totaling approximately 41 g carbohydrate, some soda, and 6 glucose tablets, which resulted in rebound hyperglycemia during the night while in the first week after a pump reset. Best-practice education for treating lows was provided. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 69 mg/dl to 209 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating for hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.